Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: hong kong. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event cannot be confirmed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event.

Event description:
It was reported that during surgery the dermatome's skin graft was uneven. The unknown dermatome blade could have contributed to the event. There was a patient involved but not impact or delay were reported. Surgical technique was followed. No additional graft was required. Due diligence information complete.